Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (micrococcus luteus) was misidentified as brevibacterium sp. Repeat testing was performed giving the result rothia kristinae, in addition to testing with a reference laboratory to confirm the result. The user noted that the isolate gram stained as gram positive cocci, and the colony morphology was yellow micrococcus. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 12-dec-2024. H3. Device eval by manufacturer- yes. Investigation summary - this complaint is for misidentification of micrococcus luteus when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4192338. The customer returned panels, isolates, binary files and phoenix generated lab reports for the investigation. The lab reports show an isolate identified as brevibacterium species when using the complaint batch. The customer returned isolate was verified on a bruker maldi biotyper and labeled as m. Luteus upmc-24. To investigate, retention and customer returned panels from the complaint batch were tested using customer returned and in house isolates m. Luteus upmc-24 and m. Luteus pos 461 on a phoenix m50 machine and evaluated for identification results. In addition, control panels from the same material but different batch was inoculated with customer returned and in house isolates m. Luteus upmc-24 and m. Luteus pos 461 on a phoenix m50 machine and evaluated for identification results. The panels tested with in house isolate m. Luteus pos 461 identified their inoculated isolates correctly, the panels tested with customer returned isolate m. Luteus upmc-24 returned misidentification results. This complaint is confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (micrococcus luteus) was misidentified as brevibacterium sp. Repeat testing was performed giving the result rothia kristinae, in addition to testing with a reference laboratory to confirm the result. The user noted that the isolate gram stained as gram positive cocci, and the colony morphology was yellow micrococcus. No health impact or consequence reported.